Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have an error code 1720. There was no physical damage to the device. The cause of the customer reported problem was an anomaly with the backup capacitor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the backup capacitor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited error code 1720, related to a windows installer package. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.